Manufacturer narrative:
Customer from (B)(6) reported to biomérieux a misidentification of salmonella typhi as shigella group for blood culture isolates from four patients, in association with the vitek® 2 gn test kit (lot #2410005403). An investigation was performed. The four (4) organisms were subbed, and tested in duplicate on the customer lot and a random lot of gn cards. Api 20 e was also performed. For all four (4) isolates, a very good ID (95%) of salmonella ser. Typhi was obtained on all cards. When api 20 e was performed, an excellent ID (99.9%) of salmonella ser. Typhi was obtained. The vitek® 2 gn cards performed as expected for all four organisms. A comparison of the customer card reaction results of shigella against the expected reaction results for salmonella ser. Typhi, resulted in three (3) atypical negative reactions (dmal, dsor, phos) which led to the misidentification. It should be noted that, on cards giving an identification of shigella, an analysis message of "confirm by serological tests" is given. The investigation concluded the vitek® 2 gn cards performed as expected and no further action is required.

Event description:
A customer from canada reported to biomérieux a misidentification of salmonella typhi as shigella group for blood culture isolates from four patients, in association with the vitek® 2 gn test kit (lot #2410005403). The customer stated that initial vitek® 2 gn test results were either shigella group or a low discrimination identification. The customer uses the vitek® 2 gn card as a confirmation of salmonella species from vitek® ms. All the isolates identified as salmonella or salmonella typhi by vitek® ms were sent to a reference laboratory for confirmation and they were all identified as salmonella typhi. The customer performed repeat testing with a different gn card lot (2410075103) which produced the results of salmonella ser. Typhi and salmonella typhi. The customer stated results were all initially reported as salmonella sp. But some were not reported as s. Typhi until after confirmation from the reference lab. The customer reported there was no change in patient treatment when reports were corrected from salmonella sp to salmonella typhi for all four patients. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.